Event description:
On 15-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 554 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted to the intensive care unit on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization, intensive insulin therapy, and fluid replacement and is consistent with the reported hospitalization and treatment. The user reported that the ilet had recently exhibited battery depletion resulting in device shutdown despite being fully charged. The device reportedly powered off on 13-may-2026 and was not recognized until the user awoke during the night with vomiting and feeling unwell. Multiple daily injections were administered after discontinuation of ilet therapy; however, glucose values did not improve and hospital treatment was sought. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Battery performance review demonstrated normal battery function with no evidence of premature battery depletion, sudden device shutdowns, unexpected restarts, or battery malfunction. Device data showed that each power-off event occurred when battery charge reached critically low levels and battery discharge rates were within expected operating parameters. Based on available information, the reported battery failure could not be confirmed. No device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.